Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Device powered up properly after battery installation. No missing segments or partial display noted during testing. No pump error 130 alarms noted during testing. Pump error 63(variable 3) alarms are confirmed in device history file due to a broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error movement in hall sensor counts that are unexpected. Customer's blood glucose level was 18 mmol/l. Customer reports they were able to clear the alarm and able to rewind the pump. Assisted with performing displacement test and test was pass. Customer was advised to perform self test and insulin pump had pump error hardware low level failures. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.